Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample and three photos were provided for further evaluation. The reported defect was confirmed. Based on the evaluation results photographs and samples noted a vertical crack present on the luer lock connector. The exact root cause could not be determined at this time. However, incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
A leakage of blood was identified at the device. As reported by the user facility: "the user found a leakage from green hub and found a crack at the place."